Manufacturer narrative:
Product event summary: the device was returned and analysis indicates leakage in an integrated circuit. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Event description:
It was reported that the device could not be interrogated a few months after tripping the recommended replacement time (rrt) indicator. There were no pacing outputs from the device after magnet application, no alert tones, and telemetry could not be established. A different programmer was attempted to establish telemetry and diagnostic troubleshooting was attempted but to no avail. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-45 lead implanted: 2002-(B)(6). (B)(4).